Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device, competitor right ventricular (rv) lead and competitor right atrial (ra) lead exhibited high, out of range impedance (>2000 ohms) when in bipolar configuration. The lead safety switch (lss) had been tripped for both leads. The boston scientific field representative checked the system in unipolar configuration and acceptable values were exhibited. The system was left in unipolar configuration. There were no adverse patient effects.